Event description:
Healthcare professional additionally reported left side "pain" and "burning." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: red particle material on the shell, opening, and red tissue. The reported events of pain and burning are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Fi results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30005433 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6)2019 through (B)(6)2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported left side "rupture," healthcare professional reported "pain and burning", rupture and capsular contracture, baker grade unknown. Patient additionally reported "during removal silicone had to be scrapped of my ribs, I very sick for years, I developed infections and was diagnosed with covid-19." Patient diagnosed with covid-19 is not considered device related. Device was explanted.

Event description:
Patient additionally reported "during removal silicone had to be scrapped of my ribs, I very sick for years, I developed infections and was diagnosed with covid-19."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture". Device remains implanted.

Event description:
Capsular contracture, baker grade unknown.